Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touchscreen became cracked. Subsequently, the touchscreen did not respond to the customer's touches. Reportedly, the customer had to wiggle their finger or tap multiple times on the button for the touchscreen to respond. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.